Event description:
As reported by the user facility: reports slow leakages at the upper y-site during infusion. One set leaked chemo medication (chemo drug name is unknown). Possible lot numbers reported: lot # 0061403214 - mfg: 11/2014 - expiration: 10/31/2019; lot # 0061400962 - mfg: 10/2014 - expiration: 09/30/2019; lot # 0061402070 - mfg: 11/2014 - expiration: 10/31/2019.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot numbers. If a physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.